Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was broken and missing plunger case seal. Unable to retrieve event history log (ehl) due to power up issue. During functional testing the reported issued was duplicated and the cracked /broken top case found during visual inspection. The root cause of the issue was customer induced via fluid ingression into the main body of the pump because of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced main printed circuit board (pcb) and interconnect pcb. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump would not power up. No patient injury or involvement was reported.